Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: device evaluated by MFR: the pe f-idc device was returned to our post market quality assurance laboratory. Visual inspection was performed and revealed that only the main coil was returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Microscopic examination identified that the main coil was detached, bent and stretched. Dimensional inspection of the main coil revealed the components were within specifications. Media inspection revealed that there is a picture attached in the parent record, and it was possible to observe that the main coil was stretched.

Event description:
Reportable based on device analysis completed on 05nov2025. It was reported that the coil could not be advanced from the catheter. The target lesion was located in the pulmonary artery. A 14mm x 50cm pe f-idc coil was selected for pulmonary embolism. During the procedure, the coil was stuck in the catheter and could not be pushed out of the catheter despite multiple attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached, bent and stretched main coil.